Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.